Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the 95% stenosed, mildly calcified, heavily tortuous, mid left anterior descending coronary artery. An unspecified 1.5x12mm balloon dilatation catheter was used for pre-dilatation and a 3.0x28mm xience prime stent delivery system (sds) was advanced and the stent was successfully deployed. An edge dissection was observed and another xience prime stent was successfully deployed to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.